Event description:
Note: date of event is unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "first data on the palliative treatment of patients with malignant gastric outlet obstruction using the wall-flex enteral stent: a retrospective multicenter study" published in endoscopy 2007; 39: 434-439. The following information was derived from this article: a wallflex enteral duodenal stent was used for a stenting procedure. According to the article, a patient developed a stent migration during the initial stent insertion which was managed by placement of an additional stent during the same procedure. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.